Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right atrial (ra) lead had dislodged at the same time as the right ventricular (rv) lead and left ventricular (lv) lead dislodgements. The ra lead was repositioned during the same procedure as the rv lead and lv lead and all leads remain in use. No patient complications have been reported as a result of this event. It was reported about one week after implant that the patient's right ventricular (rv) lead and left ventricular (lv) lead had dislodged. Each lead was repositioned and remains in use. The patient is a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.